Event description:
It was reported that the pump was dropped on carpet and subsequently a malfunction alarm occurred. Customer's blood glucose level was 205 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.